Manufacturer narrative:
Age at time of event: 18 years or older. Promus element,mr,ous 2.25x20mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified damage at the proximal end of the stent, consistent with the proximal end of the stent meeting a resistance upon withdrawal from the lesion. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks most likely occurred as a result of an unintentional use error during post procedure handling or re-packaging of the device for return. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31-jan-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending. A 2.25x20mm promus element drug eluting stent was advanced but failed to cross the lesion. The procedure was not completed due to this event. No patient complications nor serious injury were reported and the patient's status was stable. However, returned device analysis revealed stent damage.